Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported she received a button error alarm on her insulin pump and is unable to clear the alarm with act and esc buttons. Customer stated that the numbers on the screen were scrolling on their own; they went from 0 to 300. Blood glucose level 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.